Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a stinging/throbbing pain from their foot to that vaginal area. They thought it was related to their implant since when it was first tested/programmed, the stimulation was going there. Patient also noticed the ins was not in the place it had been in. They reporting a fall about two weeks prior. Patient synched and reported ins was on, program 4 0.8v, and then patient turned off ins. Patient directed to follow up with healthcare professional (hcp). No further complications were reported.